Event description:
Orig. Surg. Unknown. Allegedly hip prosthesis has failed. No other information was provided. Add'l info rec'd 8-18-2010: orig. Surg. (B)(6) 2007. Dob (B)(6), (B)(6) lbs. Pain. Trochanteric bursal fluid collection. Metal debris causing an inflammatory reaction or loosening or alval reaction.